Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: compression fracture. Procedure: balloon kyphoplasty (bkp) it was reported that during surgery, the balloon ruptured while inflating. When balloon was up and was about to be filled with cement, it ruptured causing half of the balloon to remain inside the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: the reported complaint of a balloon rupture was confirmed during product evaluation. A radial tear was observed near the proximal peak of the balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage, subsequently followed by axial rotation, creating the ¿umbrella¿ effect. The above observations are consistent with intra-operative instrument damage. If information is provided in the future, a supplemental report will be issued.